Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 182 mg/dl at the time of the call. The customer experienced symptoms such as choking, unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer wanted pump replacement. The customer was getting calibration not accepted and sensor updating alarms. The customer also had a low on (B)(6) 2018. The insulin pump will be returned for analysis.